Event description:
The manufacturer received information alleging a ventilator was not delivering oxygen properly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and interface board were replaced to address the issue.

Manufacturer narrative:
The manufacturer received serial number of device. The user requested a new shipping label to return device since she misplaced the one that was sent to her. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer filed 1 by mistake.